Manufacturer narrative:
Date sent to the FDA: 03/04/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. H6: appropriate term / code not available (e2402) utilized to capture infection (e19) . Additional information: a2, b2, b7, d1, d2a, d4. Additional b5 narrative: it was reported that the patient underwent mesh revision on (B)(6) 2011, due to infection, pain, seroma, nausea, vomiting, fever and constipation.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by a attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.